Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Device history records cannot be reviewed since the part and lot numbers are unknown. Product history search cannot be completed since the part and lot number is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were filed for this event (reference 0001825034-2017-02162, 02165, 02166, 02167).

Event description:
Patient has been indicated for revision 22 years post-implantation due to an unknown reason; however, no revision has been reported to date. Attempts to obtain additional information have been made, but none is available at this time.